Manufacturer narrative:
(B)(4).

Event description:
This is report 2 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapies were ongoing. On an unknown date, the patient experienced peritonitis. The cause of peritonitis was unknown. Treatment was not reported. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The occurrence date of this event is unknown. A review of all batch record documents was performed on potentially associated lot numbers gd893891 and gd894295 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).